Manufacturer narrative:
Through an investigation it was determined that the root cause of this failure mode is connected to a component failure. This failure mode has been contributed to long-term fatigue and high stress placed on the upper weld for the top plate for the fixed seat tube. The patient is known to occupy the wheelchair instead of transferring into a vehicle seat, while being transported inside a vehicle. Permobil is unable to confirm whether patient abuse is a factor. Parent company has an on-going investigation and has opened a CAPA for this failure. After investigation is completed a follow up MDR will be submitted. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Received reports that the patient was being transported on a transit bus while occupying the wheelchair when the seating system started to lean over to the side. The reporting dealer identified that the fixed seat tube's upper post plate failed. The patient did not get injured.